Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) event was identified. This occurred during cycle 8. The patient's largest prescribed fill volume (lpfv) was 1000ml and the drain volume was 1834 ml, which met iipv criteria. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was one or more cycle advances to the next fill when a slow/no flow occurred, above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.